Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system could not be booted up. During troubleshooting, the rse identified that the issue was with the hospital power distribution cabinet which is a third-party product. The rse advised the customer to contact the corresponding manufacturer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The philips system did not malfunction. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was not reported patient or user harm. Philips has started an investigation of this complaint.